Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2018, product type: lead. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency and fecal incontinence. It was reported that the patient was concerned that her leads may have moved or dislodged. The patient stated that she was not feeling the stimulation and had to increase it to the point that it was uncomfortable in order to feel the stimulation. It was noted that the patient was concerned where the stimulation was felt and indicated that she may have bent down too far when using the restroom. It was also reported that when attempting to increase her stimulation she got a message, "cannot provide your desired settings, please consult your clinician", screen 59 on the programmer. The patient stated that her settings were at 6.7v and she was explained that the programmer would not let her increase anymore and that was why she was getting that screen. The patient stated that her symptoms have improved but was concerned about not feeling any stimulation and the programmer showed stimulation was on. There were no further symptoms or complications reported or anticipated.